Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pain on right side') and appendicitis ('inflamed appendix') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), appendicitis (seriousness criterion medically significant), migraine ("migraines"), heavy menstrual bleeding ("heavy flow"), abdominal pain lower ("severe cramping") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy and removed appendix). Essure was removed in (B)(6) 2020. At the time of the report, the pelvic pain, appendicitis, migraine, heavy menstrual bleeding, abdominal pain lower and fatigue outcome was unknown. The reporter considered abdominal pain lower, appendicitis, fatigue, heavy menstrual bleeding, migraine and pelvic pain to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pain on right side') and appendicitis ('inflamed appendix') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), appendicitis (seriousness criterion medically significant), migraine ("migraines"), heavy menstrual bleeding ("heavy flow"), abdominal pain lower ("severe cramping") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy and removed appendix). Essure was removed in (B)(6) 2020. At the time of the report, the pelvic pain, appendicitis, migraine, heavy menstrual bleeding, abdominal pain lower and fatigue outcome was unknown. The reporter considered abdominal pain lower, appendicitis, fatigue, heavy menstrual bleeding, migraine and pelvic pain to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 4-may-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.